Event description:
Fragment of trevo catheter broke off and was dislodged and clinically was decided to be retained. CT shows 4mm metallic foreign body in the right frontal lobe parasagittal region - likely catheter fragment from recent procedure.